Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a grinding noise during testing and had an unknown substance on ball bearings and plate for housing. It was also noted that the electric motor had excessive vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the small battery drive device was making a grinding noise with and without the attachments. During an in-house engineering evaluation, it was observed that the device was making a grinding noise, an unknown substance was found on the ball bearings and plate for housing, and the electric motor had excessive vibration. It was not reported if the device was used in surgery. There was no patient involvement. There were no delays in a scheduled surgical procedure. It was unknown if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly